Manufacturer narrative:
Additional narrative: (B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device had a hole in the hose twelve inches from the muffler. It was determined that the hole in the hose was consistent with mishandling of the device by allowing the hose to come in contact with a sharp object, which punctured the hose or exerting extreme force during cleaning or use. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to use error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-surgery setup, it was observed that the motor device had a leak in the hose. There were no delays to the planned surgical procedure. A spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Date of event was documented as unknown in the initial report. The date of event has been updated to (B)(6) 2017. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.